Event description:
The customer reported the subject device failed multiple microbiological tests. The issue was observed during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscope, connecting tube, and scope connector were dirty. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. During the inspection and testing, service found the rubber adhesive was worn. The adhesive was worn around the light guide lens and objective lens. The control section demonstrated corrosion. Due to wear of the angle wire, the up/down knob play was out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The instructions for use warns against inappropriate reprocesses as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.